Event description:
Customer first reported on 5/29/1998 only that a ventilator component (IV-301-09 solenoid valve) had been replaced in an IV-200 pediatric ventilator, with no other details. On 06/12/98, the customer provided additional info that the ventilator had stopped cycling while on a pt with no pt impact or harm. No other pt info provided. The customer reported that the ventilator first stopped cycling intermittently (no dates given) & was not taken out of service. Finally, it stopped cycling altogether & was referred to the biomedical service. The ventilator was repaired by the biomed. Service by installing a new solenoid valve.